Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ovarian wedge resection, the cannula was broken and fell into the patient's cavity during taking out the device from the patient. An x-ray was done to allocate the broken piece. However, the attending physician and with the help of general surgeons, unsuccessfully sought the part of the device that was detached. Surgical time was extended due to the product issue. The patient went to recovery, presenting tachycardia. As reported, the patient was kept under observation for two additional days in the clinic.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first image depicts the distal end of the cannula on a piece of gauze. There is a highlighted circle drawn around a gouge and missing piece of the cannula. The second image depicts a close-up view of the gouged cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouge at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.